Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was 95 mg/dl. Troubleshooting was performed. Customer replaced the battery however the issues recurred and remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).